Manufacturer narrative:
(B)(4). See (B)(4) for reference of the same pump with different issue.

Event description:
It was reported per the field service report that the issue was found prior to preparing patient for therapy. Per the report, the display was not functioning. It was confirmed that upon start-up the display was blank and does not power up. As a result the display was replaced. The unit was tested and checked out ok. The iabp was placed back into service. There was no patient impact although the pump was unable to be used in the or. Another pump was retrieved to start therapy.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of "blank screen on power-up" is confirmed. The zif connector's flip lock was found loose. The inductor l2 on the uim board was found damaged which caused the blank screen. A definitive root cause could not be determined but a potential cause of the inductor l2 damage is a result of the load stress caused by the loose zif connector. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends. No further action required at this time. See (B)(4) for reference of the same pump with different issue.

Event description:
It was reported per the field service report that the issue was found prior to preparing patient for therapy. Per the report, the display was not functioning. It was confirmed that upon start-up the display was blank and does not power up. As a result the display was replaced. The unit was tested and checked out ok. The iabp was placed back into service. There was no patient impact although the pump was unable to be used in the operating room. Another pump was retrieved to start therapy.